Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappeared.